Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) contacted the site. The fse confirmed that there were no further issues. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, there was a repeated unspecified error fault on the e-100 generator. The surgeon elected to convert the procedure to open surgery. No further information was provided.